Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Cause was not known. Customer required assistance from urgent care to administer a manual injection to address bg. Reportedly, customer continued to use the pump for insulin therapy.